Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when opening the package, visible creases on the catheter¿and additionally found pinholes causing fluid leakage was discovered. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed; however, the exact cause is unknown. Two photographs of a groshong catheter and stylet were returned for evaluation. An initial visual observation of the photograph showed the catheter, with stylet installed, outside of the patient with a notable kink in the tubing near the proximal end. The second photograph showed a stylet with a notable kink. No indication as to the origin of the damage to the stylet could be discerned from the photograph. No additional damage, including a leak was observed. No use residue was seen. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.